Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated stretching and apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited an insulation defect which resulted in diaphragmatic/phrenic stimulation. It was noted that the lead appeared to be cut. The lead was partially explanted and the distal end remains in the patient. No patient complications have been reported as a result of this event.